Event description:
A cartridge alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the malfunctioning pump to tandem. The customer understood and acknowledged all steps, including putting the old pump into storage mode and returning it within 10 days using the provided return box and pre-paid label.